Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Investigation summary: the complaint device is not being returned, therefore unavailable for a physical evaluation. Review of the device history record indicated that this batch of product was processed without incident; therefore there is no evidence of manufacturing anomalies on the paperwork reviewed. Further, a review into the depuy synthes mitek complaints system revealed no other complaints of any kind for this lot of devices that were released to distribution. We cannot discern a root cause for the reported failure mode. At this point in time, no corrective action is required and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. Device history lot :part number: 227204 ; supplier lot number: (B)(4); qty: (B)(4); expiration date: 2020-08-31 ; release to warehouse date: 10-16-2017 ; supplier: (B)(4); manufacturing site : (B)(4); any anomalies: none. (B)(4).

Event description:
It was reported via phone by the sales rep that during a shoulder procedure, the customer's vapr p90 electrode was not providing constant power. They opened another like device to complete the procedure. There were no patient consequences or delays. The customer discarded the complaint device.